Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, underweight, dark ring, wear abrasion. A microscopic analysis was performed which one crease sharp in the radius. And stress mark. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.